Manufacturer narrative:
Device was used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a multiloc proximal humeral nail was used for the surgical neck of humerus fracture. It was reported that during distal locking, one locking screw for the proximal hole was inserted without any issues. During drilling the distal hole, interference with the nail occurred. It was due to the first screw that was tightened excessively. The surgeon loosened the first screw by one turn. Then the second screw was inserted without interference, and the operation was completed. A surgical delay of thirty minutes was reported. This report is for 1 of 1 complaint (B)(4).